Manufacturer narrative:
(B)(4).

Event description:
Received info, the pt was unable to adjust stimulation, reports seeing the empty pt programmer batteries. Not able to adjust stimulation with or without the antenna. Also not able to recharge the ins. Medtronic rep reports device is showing a power on reset mode. Battery is showing empty, but not overdischarged. Pt was instructed to charge until 1/4 full and then rep will clear the por. Add'l info has been requested and if received, a follow-up report will be sent.